Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting was performed and found occlusion coming from the cartridge. There was no impact to customer's blood glucose level. Cartridge was successfully changed and insulin delivery resumed.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.